Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09gz1, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient could not stay out of the bathroom the night prior to call. It was noted the patient did not urinate every time. It was reported the change in therapy was sudden. It was noted the patient had increased stimulation from 4 v to 6.2 v and then the therapy stopped. It was reported the therapy worked up until a week prior to call. It was noted the patient¿s buttock hurt when lying in bed. It was reported the trial worked. It was noted the patient wet themselves after the trial.